Event description:
Event description boston scientific received information that this ventricular lead was exhibiting elevated thresholds due to dislodgement. A lead revision procedure was performed at which time the lead was successfully repositioned. The decision was made to explant the associated pacemaker during this same procedure as it is included within a subset of devices affected by a recent physician communication regarding the failure of a low-voltage capacitor. A new device was implanted and successfully interfaced to the ventricular lead.